Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out as potential causes. Additionally, the patient having contraindicating conditions has been ruled out. However, the incision site was irrigated with saline and multiple tunneling attempts were performed between the two incisions. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to surgical issues as the incision was irrigated with saline and multiple tunneling attempts were performed between the two incisions (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported redness, swelling, and drainage at the receiver site. Antibiotics were prescribed and the patient is not using the device until cleared by their doctor. At their follow-up appointment the week of (B)(6) 2024, the receiver site was looking better. As of (B)(6) 2024, the patient has healed and is now using the device.